Event description:
It was reported that this pacemaker is exhibited for possible premature battery depletion (pbd). Engineering analysis was requested and resulted that this device is high rate atrial sensing at an average and high rate atrial sensing can cause an increase in power consumption. Furthermore, the device has minute ventilation (mv) on and if signal artifact monitoring (sam) was enabled it can consume an additional power. The engineers suggested to consider methods to reduce the patient's atrial fibrillation (af) or perhaps consider programming the device to a non-atrial based brady mode and turn off the atrial sensing lead. The device remains in service. No adverse patient effects were reported. Additional information received which indicated that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. Correction to field g2 report source and h1 type of reportable event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker is exhibited for possible premature battery depletion (pbd). Engineering analysis was requested and resulted that this device is high rate atrial sensing at an average and high rate atrial sensing can cause an increase in power consumption. Furthermore, the device has minute ventilation (mv) on and if signal artifact monitoring (sam) was enabled it can consume an additional power. The engineers suggested to consider methods to reduce the patient's atrial fibrillation (af) or perhaps consider programming the device to a non-atrial based brady mode and turn off the atrial sensing lead. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker is exhibited for possible premature battery depletion (pbd). Engineering analysis was requested and resulted that this device is high rate atrial sensing at an average and high rate atrial sensing can cause an increase in power consumption. Furthermore, the device has minute ventilation (mv) on and if signal artifact monitoring (sam) was enabled it can consume an additional power. The engineers suggested to consider methods to reduce the patient's atrial fibrillation (af) or perhaps consider programming the device to a non-atrial based brady mode and turn off the atrial sensing lead. The device remains in service. No adverse patient effects were reported.